Manufacturer narrative:
Device manufacturing date is unavailable. Return requested for solera 5.5/6.0 driver. No parts have been received by manufacturer for analysis. On (B)(6) 2014 a medtronic representative performed surgery coverage. It was noted that a screw came loose on screwdriver while advancing it. Patient reference frame moved. Part not received by manufacturer.

Event description:
A medtronic representative received a report from a site physician that, while in a spine procedure, it seemed as if the solera screw was loosening from the driver when being driven with a powerease. The medtronic representative watched closely and the powerease black sleeve was being used to prevent the driver's sleeve from unscrewing while the screw was being driven into the pedicle. This was an attempt to prevent the screw from loosening on the screwdriver. The screw started out tight on the driver, as the surgeon advanced the screw it loosed up. The surgeon placed 3 screws with the same concern each time. While creating his pilot hole for the 4th screw, with the probe mounted on a navlock, the patient reference frame moved. Although nothing appeared to move, at this point, the reference frame was bumped, and accuracy was compromised. The surgeon moved forward by discontinuing the use of navigation and using in a c-arm that was already in the room. There was no delay of therapy. There was no impact on patient outcome.